Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -2.5/+2.0/175 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the lens had a low vault and a refractive surprise. The lens was repositioned and remains implanted. The patient's post-op best-corrected visual acuity was 20/10.

Manufacturer narrative:
The reporter indicated that the lens has since been exchanged. Conclusion: as per dfu for this lens model, vticls are contraindicated for patients with preexisting keratoconus eye. (B)(4).